Manufacturer narrative:
(B)(4): info not available, device not returned for analysis.

Event description:
It was reported that the 4-40 stud was found broken off of the handpiece. No pt involvement was reported.